Manufacturer narrative:
Corrected information: h6- impact, component codes inadvertently omitted (transcription error).

Event description:
A peritoneal dialysis (pd) patient reported they got an infection from a breach of aseptic technique. There were no reported allegations that the peritonitis event was related to any issues with fresenius products. Upon follow up, the patient¿s pd registered nurse (pdrn) reported that during a phone call while reviewing infection control practices, the patient mentioned they were not sanitizing their hands and were allowing their son to setup their pd treatment even though he is not trained to do so. As a result, on (B)(6) 2021, the patient had a pd culture obtained (in the pd clinic) which identified growth of a pseudomonas bacteria (unspecified species). The pdrn stated the patient is being treated with ceftazidime 2 grams via intra-peritoneal (ip) administration daily on an outpatient basis. Per the pdrn, as of (B)(6) 2021 the patient is reportedly recovering from the event and continues pd therapy with the same cycler without any adverse effects. It was reported there were no fluid leaks nor any issues with fresenius device or product in relation to the event. The pdrn stated the patient¿s peritonitis is associated with several layers of breach in aseptic technique. They patient initially indicated the date of the event was (B)(6) 2021, however, the pdrn was unable to confirm so therefore the date of the diagnosis will be reported as the event date.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment. The patient¿s nurse indicates the patient was not following proport infection control procedures and allowed her son to perform pd treatment despite being properly trained. Therefore, based on the reported information, the cause of the patient¿s peritonitis can be attributed to a breach in aseptic technique, as reported by the pd nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Event description:
A peritoneal dialysis (pd) patient reported they got an infection from a breach of aseptic technique. There were no reported allegations that the peritonitis event was related to any issues with fresenius products. Upon follow up, the patient¿s pd registered nurse (pdrn) reported that during a phone call while reviewing infection control practices, the patient mentioned they were not sanitizing their hands and were allowing their son to setup their pd treatment even though he is not trained to do so. As a result, on (B)(6) 2021, the patient had a pd culture obtained (in the pd clinic) which identified growth of a pseudomonas bacteria (unspecified species). The pdrn stated the patient is being treated with ceftazidime 2 grams via intra-peritoneal (ip) administration daily on an outpatient basis. Per the pdrn, as of (B)(6) 2021 the patient is reportedly recovering from the event and continues pd therapy with the same cycler without any adverse effects. It was reported there were no fluid leaks nor any issues with fresenius device or product in relation to the event. The pdrn stated the patient¿s peritonitis is associated with several layers of breach in aseptic technique. They patient initially indicated the date of the event was (B)(6) 2021, however, the pdrn was unable to confirm so therefore the date of the diagnosis will be reported as the event date.